Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was unable to be installed onto the pump. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 150 mg/dl. Reportedly, a new cartridge was able to be successfully loaded onto the pump and insulin therapy was resumed successfully.